Manufacturer narrative:
The reported event associated with a loss of power to the system controller and a pump stop was confirmed based on the analysis of the data recorded in the log file that was submitted for review and the log file downloaded from the returned system controller. The reported power cable disconnect events were also confirmed through the log file review. The log files recorded time clock resets that were associated with a complete loss of power to the system controller resulting in a pump speed drop to zero rpm. Low speed advisory, low speed hazard and low flow hazard alarms accompanied these events. When pump power was restored, the pump resumed operating at the set speed. A specific cause for the loss of power/time clock reset events could not be conclusively determined based on the log file information. The returned system controller was functionally tested using manufacturer test laboratory equipment and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected from power and the system continued to operate solely on either power lead without any issue. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. The reported power cable disconnect events could not be reproduced during the evaluation of the returned system controller, 14 volt patient cable and power module. The analysis of the returned system controller did not reveal any device related issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient heard unspecified alarms and went to the hospital to have the alarms assessed. The alarms were determined to be power cable disconnected alarms, and a total loss of power with pump stoppage was observed. The patient was asymptomatic. The doctor exchanged the power module and the system controller and the alarms resolved. No additional information was provided.